Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: strip issues customer provided meter serial# but did not provide test strip lot#. Note: manufacturer contacted customer after several attempts on 1/6/2017 in a follow-up call to ensure the customer's condition since the initial call; customer states she was admitted at the hospital on (B)(6) 2016 for diabetic coma. Customer stayed 4-5 hrs. At the hospital until stabilized and released home. Customer stated her blood sugar had dropped to 31mg/dl and caused her to pass out. Customer stated pharmacist had given her the wrong test strips and she was unable to test. Customer stated antibiotics was causing her blood sugar to spike and doctor was giving her too much insulin and not taking her weight into consideration. Customer stated insulin was causing her blood glucose to drop. Customer stated they gave her at the hospital something to bring her glucose level up. She doesn't remember. Her insulin was adjusted and changed her antibiotic to levoflaxin once daily. She now takes a long acting insulin at night levemir 15 units. Customer began insulin regiment 6 months ago. Customer stated she is still under her doctor's care and may have an insulin pump inserted. Customer stated that her meter is working fine and her results are good now. She couldn't test when she called because she had the wrong test strips given by the pharmacy. Customer states she now has the correct strips and is doing well.

Event description:
Customer called wanting to set her time and date but I noticed the customer was very hesitant when questions were asked. There was a delay in her responses. I asked customer if she had checked her glucose level today. Customer stated no. I insisted that we run a blood test but customer seemed confused when requested to run test. I asked customer if anyone was in the home and she stated her daughter was in the other room. Asked customer to put her daughter on the phone. Customer yelled out for her daughter to come and assist her but daughter never came. Customer put the phone down and proceeded to find her daughter and call was disconnected. I called back and daughter answered the phone and stated that customer had fainted and instructed daughter to call 911. Informed daughter I would stay on the line for her to call on her cell phone. Daughter requested to disconnect call.